Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported rupture and separation were confirmed. The reported resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatment appear to be related to operational context. No conclusive cause can be determined for the reported patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, moderately tortuous, right common iliac artery where the fox sv balloon dilatation catheter (bdc) was inflated to 12 atmosphere (atm) and ruptured. During removal of the bdc anatomical resistance was met and the bdc was removed but the balloon separated and a fragment remained in the artery. A stent was used to tack the fragment against the vessel wall and treat the lesion without reported issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.